Event description:
Rn removed IV tubing from a pump once a patient was discharged to find the inside of the pump to be wet. "The leak was where the tube connects into the left end of the section that goes into the pump (with the magnetic disc)". Pump and tubing sent to biomed for review.